Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: enlw1613c124ej; s/n: (B)(4); use by date: 01-may-2014; upn # (B)(4); enlw1613c93ej; s/n: (B)(4); use by date:20-nov-2013; upn # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. It was reported that, approximately 5 years and 2 months post index procedure, the patient presented emergently to the hospital with abdominal pain. On CT examination, an aaa (abdominal aortic aneurysm) rupture was noted. A type ib endoleak which had led to dislocation of the right limb (enlw1616c82ej) and a type ii endoleak were also noted. The patient was taken for emergency treatment on the same day to extend the stent graft with an additional limb. This resolved the event. As per the physician, the cause of the event is most likely due to the lack of follow up on part of patient. It was reported that 2 days post re-intervention open abdomen management was performed due to tension observed in the abdomen. During the operation, after removal of a hematoma, a type iiib endoleak was noted around the bifurcated site of the main body. "Arrest of hemorrhage" was performed to treat the leak. The patient was monitored in the ICU room without performing abdominal closure. As per the physician the cause of the type iii endoleak is unknown and deterioration over time was suspected. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.